Event description:
It was reported that the user experienced concern for impending hypoglycemia while using the ilet, with self-reported blood glucose values trending downward from the 120s and the user ingesting sugar and candies in anticipation of lows, which was addressed through user education on appropriate treatment timing. No reported clinical signs or symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to overtreating hypoglycemia, with no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was an unintended use error.